Manufacturer narrative:
The actual device was physical evaluated in the dialysis clinic by a fresenius regional equipment specialist. Although the call to technical support concerned the blood pressure parameters and not the blood pressure alarm functioning, the blood pressure alarm was checked. Visual and audible alarms did occur when blood pressures were above and below systolic and/or diastolic limits. The machine passed functional testing and no malfunction was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. Although requested, medical records were not received.

Manufacturer narrative:
The post market surveillance department has requested treatment info and field service evaluation. The staff set the diastolic parameter too low and the frequency of blood pressure readings is not known. The device monitors blood pressure intermittently, not continuously, according to user settings. It is possible for the blood pressure to drop lower than the set parameter without machine alarm until the next scheduled reading. According to the rn, the diastolic bp parameters should be set to 60-90 mmhg. This device was set to 40 mmhg. Field service evaluation, plant investigation, and treatment info are pending. A supplemental medwatch will be submitted once the investigation are complete.

Event description:
A biomedical technician (bmt) called technical support with a question about blood pressure (bp) limits. He reported a pt had a syncopal episode. The registered nurse (rn) reported to him that the pt had asked to be woken up at a certain time. When the staff attempted to wake him, he was unresponsive. He received normal saline and regained consciousness. He was able to complete treatment without further intervention. When the bmt evaluated the machine he found the staff had set the diastolic parameter too low (40 mmhg) and he wanted to know if there was any way to lock the parameter. Upon follow up with the bmt, it was learned there was no machine malfunction alleged. He stated because the parameter was set too low by the user, the staff was not alerted of a low bp which contributed to the syncopal episode the pt experienced. The machine was never removed from service and continues in use without issue. Follow up with the rn was performed. According to the rn, the ultrafiltration goal on the date of event was reported to be 6l, treatment time: 3.5 hours. Pre bp: 174/70. Bp at time of event 61/36. Shelley confirms the lower end of the diastolic bp parameter was set to 40mmhg and the machine did not alarm. The event occurred approximately three hours into treatment. The pt received 2l of normal saline solution. He regained consciousness and was able to complete treatment. No other medical intervention was required. The pt continues to dialyze without issue.